Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open coronary artery bypass graft, the pre-run test was operated automatically when the device was connected to a generator. Although the device activated through min button even though the min button was not pressed. The device was not used for the patient. The blade tip was not broken off and no pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r9253t. (B)(4). Device manufacture date is 1/19/2018. Investigation summary: the device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. According to the IFU, these devices should be activated using only gen11 generators. For further information on device use can be found on the IFU. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint were found during the manufacturing process.